Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by a.v. Lombardi jr. In bone joint j 2014 vol. 96·b no. Supp 8 2; www .bjjprocs.boneandjolnt.org. UK. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article entitled, "the short stem: emergent solution for primary hip problems-affirms." The purpose of the study was to review the early experience with 2,094 patients who underwent 2,457 primary tha using short, tapered titanium, porous plasma spray-coated femoral components since (B)(6) 2006. This was done to show that tapered, long stem aren't the only solution to prevent varus. The taperloc microplasty stem (biomet, (B)(4)) has been used in 1,881 tha, and the taperloc complete microplasty stem (biomet) in 576. Patient age averaged 63.6 years. Follow-up averaged 20 months. Thirty-five stems (1.4%) have been revised: 15 for infection, 1 same day revision for intraoperative femoral shaft perforation, 1 at 3 days for patellar dislocation, 2 for early subsidence, 13 for perlprosthetic femoral fracture, 2 for aseptic loosening and 1 stem well fixed removed for loose cup and unable to disarticulate trunnion. In conclusion, the tapered wedge short stem represents the natural evolution of joint arthroplasty to a smaller, less-invasive, and more efficient implant.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: added additional information, added patient and device codes, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report addresses (15) stems which were revised from patients for infection. There has been no further information provided and the patient outcome is unknown.